Manufacturer narrative:
Eval results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and one similar complaint was found.

Event description:
The reporter stated that a competitor's lens was inserted with an aq cartridge-fp and the cartridge cracked. The incision was enlarged to remove the lens and another same type lens was implanted.